Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld serial cable was frayed. A new serial cable was provided to the physician. The frayed serial cable is expected to be returned to device manufacturer; however, has not returned to date.

Event description:
Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.

Event description:
It was reported that the physician suspected years of use for the reason it was frayed and discarded the serial cable. The serial cable will not be received for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.